Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 2cm stone. However, the handle broke. The basket was withdrawn from the patient. A plastic stent was used for drainage and the procedure was completed. The patient was scheduled for another procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 2cm stone. However, the handle broke. The basket was withdrawn from the patient. A plastic stent was used for drainage and the procedure was completed. The patient was scheduled for another procedure. There were no patient complications as a result of this event. It was the thumb ring that broke and trapezoid basket failed to crush the stone. The stone was removed from the basket and the basket was removed through the endoscope. A stent was deployed for drainage and the procedure was completed with a spyglass+u100.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the thumb ring was detached and was not returned. The handle shows stress marks at the junction of the thumb ring and the handle. Dimensional inspection observed the side car-rx was pushed back approximately 7.0 mm, which is out of specification. No other issues were noted. The reported event is confirmed. Based on all available information, it is possible that an excess of force was applied during the procedure, inducing an excess of stress over the thumb ring causing the detachment. Perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure. Block h11: block b1, b2, b5, e1, h6 have been updated based on additional information received on november 13, 2022.